Event description:
Additional information received reported that the patient had fallen three times on the concrete the previous april. The manufacturing representative reportedly checked the internal device in (B)(6) 2013 and stated that everything appeared to be ok.

Event description:
It was reported the implantable neurostimulator (ins) was not working any longer and the patient was in pain. It was not clear whether the patient had stimulation available or if he had problems communicating with the ins. It was reported the patient could not get a connection with the ins and it was still not working. It was noted the patient fell in (B)(6) 2013 and the ins hadn¿t worked since. The patient wanted to meet with their representative. No further information was known at the time of report.

Manufacturer narrative:
Concomitant medical product: product ID 8591-38, lot# d17304, implanted: (B)(6) 2012, product type: accessory. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer. Patient product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).